Manufacturer narrative:
(B)(4). The product sample has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted. This report addresses quantity sample 2 of 2.

Manufacturer narrative:
(B)(4). The sample was received and evaluated. The complaint was confirmed in the lab for pm. The set was visually inspected and set contain a pm on the outside of the cap. A batch review was performed on the associated lot with no issues noted. Not enough data is available within the complaint information to identify root cause; therefore the root cause of the complaint was not determined. The particulate in this complaint outside of the fluid path is considered a cosmetic minor defect that would not affect the integrity of the set. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter (B)(4) that a black spot was seen on the supply line prior to use. No patient injury or medical intervention was reported.